Manufacturer narrative:
This report is submitted on may 9, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device which was surgically repaired.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia during the surgical procedure on april 14, 2022. This report is submitted on june 23, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023, due to an infection. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on (B)(6), 2023.